Manufacturer narrative:
H6 - investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Over/under correction and secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. The lens was exchanged for a lens of the same size but different power lens and implanted vertically and the problem resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found the lens optic and haptic deformed. Dimensional and functional inspections found the lens to be within specifications. Claim: (B)(4).